Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that an ar-8978p,was used in tfcc repair on (B)(6) 2021. After placing the anchor in the bone hole created in the ulna, the anchor broke and the screw and tendon came off. Part of the anchor was left in the patient's bone hole. The surgery was completed with an additional bone hole and a new product of the same part number. Additional information provided 7/2/21: the broken piece was fully secured and the device will be returned.